Event description:
N/a.

Manufacturer narrative:
Analysis: the returned device was inspected to determine the cause of the event. Upon opening the returned device the catheter had significant damage to the catheter shaft approximately 30cm from the inflation manifold. It would appear to be damage caused by compression of the shaft due to excessive pushing while attempting to pass the catheter through the sheath. The sheath used in the case was not returned. This is an important element as the claim was that the stent would not pass through the introducer sheath. The condition of the stent was assessed. The stent had a large curve to it and was in its original crimped position between the two radiopaque marker bands. The diameter of the crimped stent was measured and was found to be within the same diameter range of the other 20 devices evaluated during the quality performance inspection. To determine if the device was still functional the catheter was prepped per the instructions for use. A 0.035¿ cordis emerald green guide wire was able to be passed through the damaged section of the shaft and extended beyond the distal end of the catheter. The catheter was then placed through a cook 7fr checkflow performer introducer sheath without incident. The stent was then deployed to 8atm (nominal pressure) as specified on the product label. Without the sheath used in the case it is difficult to determine the cause of the complaint as the v12 device was able to be deployed even after being damaged. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (7fr). Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). This lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. All 20 devices tested passed through the introducer sheath without issue. Conclusion: based on the review of the complaint details and the device history records review atrium medical cannot conclude that the inability of the device to be passed through the introducer sheath was caused by the v12 covered stent system. Without the actual introducer sheath used in the case it is difficult to determine the cause of the complaint.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the shaft was 'broken' and it was not possible to advance it.